Manufacturer narrative:
This issue is being reported due to the user sustaining burns to his face, eyelid, right shoulder and left hand. He was transported to the hospital for medical treatment. Multiple attempts were made to obtain additional information including the fire report and pictures of the device without success. Based on the available information this issue is not a result of a malfunction. The user was smoking while utilizing oxygen. Invacare concentrators have multiple warnings on the devices and in the manuals regarding not smoking while using oxygen. The underlying cause of this incident was user error. Should additional information become available, a supplemental record will be filed.

Event description:
Vitas healthcare was informed of the patient being involved in a fire while using an oxygen concentrator and being transported by ems to (B)(6) hospital emergency department. Per ems when the fire/police arrived there was a fire in the living room going halfway up the wall. The oxygen concentrator per fire marshall was not in the main room at the time of fire. The concentrator appeared to be burned in some places. The building manager stated that the patient fell asleep on the couch with a cigarette in his mouth and that started the fire.